Event description:
The customer reported being hospitalized due to low blood pressure, diabetes ketoacidosis, and high blood glucose of 476mg/dl. The customer stated that she was sick and they put her on antibiotics along with dehydration. The customer stated that they removed the insulin pump and she was put on an insulin drip along with fluids. Troubleshooting was performed. The time, date, settings, and programmed were correct. Reviewed the alarm history and found a low reservoir alarm. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Reminded the customer to change the infusion set and reservoir every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.